Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a post-operative pocket hematoma. The pocket hematoma was evacuated and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.